Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on why this issue occurred, explaining that it can happen due to a large variance in measured pressures used to calculate the remaining insulin. Once the amount of insulin in the cartridge matches the static number displayed, the fill estimate will function normally. The caller understood and acknowledged this explanation.